Manufacturer narrative:
The event product was returned to applied medical for evaluation. Upon inspection, engineering noted fragmentation of an internal rubber component of the seal. The likely root cause of the damage to the seal is an instrument. Applied medical's instructions for use states that "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report represents the combined initial and final report. Based on the description of the event during initial intake of the complaint, the event was not reportable as it was unlikely to cause or contribute to death or serious injury. After engineering performed their evaluation, the event is now deemed reportable due to the fragmentation of the internal rubber component of the seal.

Event description:
The surgeons used the trocar to perform a laparoscopic nephrectomy. They were tampering with lap. Instruments. After the procedure the camera seal of the trocar showed abrasion and demolition like a crack. Additional information received from rep march 14 2017: there were 2 trocars involved. The first is described in cer (B)(4). Additional information received from team member on march 16, 2017: "the tm told me there was particulate separation with the first trocar ((B)(4)), but that with the second ((B)(4)) there were only abrasions and a tear. So no particulate separation." Patient status - no patient injury. Type of intervention - n/a.